Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was mechanically tested and the jaws opened and closed without difficulty. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified, all three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gyn procedure, the end was not opening. There were no patient consequences. Unknown how case was completed. One device will be returned.